Event description:
It was reported the customer had damage to their insulin pump. Customer's blood glucose was unknown. The customer reported damage to their insulin pump's screen. Customer stated there was cracks around the screen and the battery compartment. Customer reported discolored spots on their insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk. The insulin pump powered up properly and passed self-test. No lcd display anomaly noted. However, the insulin pump was received with cracked case at display window corners, display window, battery tube threads and reservoir tube lip, minor scratched lcd window, debris under window display and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.